Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgery, it was observed that the attachment device was overheating. It was reported that the device was getting warmer than usual. There was no delay to the surgical procedure as an identical spare device was available for use. It was reported that the surgery was successfully completed. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
It was reported incorrectly that a spare device was available for use. It was reported that the same device was used to complete the surgical procedure. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device exceeded the maximum allowable temperature of 1180°f (actual temperature reported was 119.1°f.). Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to various worn components and bearings deterioration from normal wear out over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.